Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an air leak from the cuff. "The already intubated tube was replaced with a defective one on september 26th. Air leak from the cuff was confirmed on 9/28. Exchanged on 10/2." Adverse effects are unknown.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI.UDI related data quality updates only.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: email is: regulatory.responses@icumed.com. One used decontaminated sample was returned for investigation without its original packaging. Per visual inspection, a tear in the cuff was observed. Per functional testing, it was found that it was not possible to inflate cuff as it leaked. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge from user interface. A device history record (DHR) review could not be performed as the lot number was unknown. No action was taken.